Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 387745, serial/lot #: (B)(6), ubd: 05-jul-2010, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance check took place on (B)(6) 2025 in which there were high impedances with contacts 1, 4, 5, and 7, and reported burning pain around the stimulator. Etiology noted a causal relationship of the event to the lead. Interventions included explant/replacement of the lead on (B)(6) 2025. The outcome was resolved without sequelae on (B)(6) 2025. The lead was disposed of according to biohazard instructions.